Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with complaints related to infection. It was discovered that the patient had developed a systemic infection which was stated as (B)(6) bacteremia. The cause of the infection was unknown. It was noted that the patient recently underwent triple bypass surgeries. Patient's device system was explanted. No replacement products were implanted. Patient was discharged on (B)(6) 2018.